Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:during testing, the display screen was found to be dim/faded. The original complain of the display missing segments was unable to be duplicated. A test screen was inserted and was found to function properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported a display (segments missing) issue. There is no adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.